Manufacturer narrative:
Section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with driveline power fault yellow wrench alarms which started at 0145am. The patient's cords were reported to be very tangled and having kinks in them when untangled. A small tear in the silicone between the entry site of the patient and the modular cable connection was also noted. It was recommended to secure the area with rescue tape. The system controller and modular cable were exchanged, which resolved the driveline power faults and new log files were sent for review confirming that the alarms resolved. Related manufacturer reference number: 2916596-2023-08485 (system controller hsc-040599) related manufacturer reference number: 2916596-2023-08486 (modular cable)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline pump cable can be confirmed through the evaluation of the submitted photos. A specific cause for the damage cannot be conclusively determined through this evaluation. Photos of the reported tear were submitted which revealed damage to the outer jacket and armor layer of the pump cable, near the terminus of the inline connector bend relief. Review of the submitted log files revealed the reported driveline power faults which resolved with an exchange of the patient¿s system controller and modular cable. No other notable events were captured, and the device appeared to operate as expected at the fixed speed. The customer was recommended to wrap the area of the tear in tape, and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.